Event description:
The customer reported, the system locked up when fluoroing. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. An upgrade was conducted. The system was then found to be operating as intended.